Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter kinking and breakage issue reported from cvad department. The department have shared images of 6 month old catheter with the mentioned complaint. Anatomical insertion site of device: peripherally upper arm catheter flow got stuck, technicians have taken back the broken catheter from body. There was a delay in the procedure." 3 devices were reported. Associated mdrs: 9680794-2025-00542, 9680794-2025-00540 and 9680794-2025-00541.

Event description:
It was reported that "catheter kinking and breakage issue reported from cvad department. The department have shared images of 6 month old catheter with the mentioned complaint. Anatomical insertion site of device: peripherally upper arm catheter flow got stuck, technicians have taken back the broken catheter from body. There was a delay in the procedure." 3 devices were reported. Associated mdrs: 9680794-2025-00542, 9680794-2025-00540 and 9680794-2025-00541.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided six photos for analysis. The first two images show two different pressure injectable (pi) catheters whilst inside the patient. The remaining four images show kinking on the catheter body. A rupture on the catheter body was also observed. The customer was contacted to address the rupture. No clarification was provided after three attempts. A rupture of this type can be a result of kinking along the catheter body in combination with high pressurization; however, as no clarification was provided, the circumstances cannot be verified. Despite the damage observed in the customer images, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "use only lumen(s) labeled 'pressure injectable' for pressure injection to reduce risk of catheter failure and/or patient complications". The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The customer report of kinked catheter was confirmed by visual inspection of the customer supplied photo. Analysis of the photos also revealed evidence of a catheter body rupture. Rupturing of this type can be a result of kinking in combination with high pressurization. Regardless of the observed damage, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.